Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level was 590 mg/dl. She had abdominal pain. The customer was treating her blood glucose level with shots. Troubleshooting was declined. The device was not returned.